Manufacturer narrative:
This report is filed, june 9, 2016.

Event description:
Per the clinic, the patient experienced pain at the implant site and poor performance with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2016.